Event description:
It was reported that the ventilator had low tidal volume. There was no patient involvement. The service provider (sp) inspected the device. The sp replaced flow sensor and blower. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.